Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.